Event description:
Boston scientific received information that the communicator's power cord got burnt. A boston scientific company representative performed troubleshooting and found out the communicator and power cord needs to be replaced. A replacement communicator and return label was sent to the patient's address. The communicator is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a defective returned communicator and power cord confirmed the allegation. The led and power cord was melted. There was no storm mentioned in the pi or sr. The green led was not lit on the power brick cord. With a replacement power brick the communicator passed all baseline tests. The power brick was opened up and was shorted in both directions.